Manufacturer narrative:
After the call, a captain at the facility connected the monitor and associated defibrillator to a quik-combo pt simulator and observed a flatline trace through paddles lead. The captain scrolled through device lead selection back to paddles and reported that an appropriate display of simulated ventricular fibrillation was observed, simultaneous with a monitor svc message. The units was removed from use for eval by the local factory svc rep. The local factory svc rep did observe that a "ram" fault code was logged into monitor memory, which would be consistent with an observation of a svc message but would not be reasonably related to a flatline trace. This code was cleared from memory and did not return during repeated testing by physio-control. At completion of reasonably unrelated repairs by the facotry, the monitor and associated defibrillator were returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.